Event description:
It was reported that during routine inspection, the depth guide tip was found to have broken off. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.